Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair condition. Device underwent functional testing by filling with water and fitting temperature check. The device failed the ground bond section of the safety/electrical test, confirming the reported customer' complaint. It was noted that the heater assembly was faulty, causing the ground bond test failure. The problem source was noted to be normal wear and tear of the device.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had "ground fault leakage". It was reported that the device triggered the lim alarm in the room. Once the unit was unplugged, the alarm disappeared. The reporter checked the device with a "dale safety tester and it was determined that the unit has high leakage". No adverse effects were reported.